Event description:
It was reported that customer sustained a spinal cord injury on (B)(6) 2010, resulting in quadriplegia and necessitating the use of a urinary catheter. Initially they were intermittent catching, then transitioned to a foley catheter, and subsequently to a suprapubic catheter. Currently customer used a 14fr catheter along with a leg bag and nighttime bag. Initially they were using a plastic type of catheter which led to chronic urinary tract infections (uti) every month and increased chronic pain. The rigidity of the catheter caused autonomic dysreflexia, reaching near stroke levels. It was unclear if the original product mentioned were bard/bd catheters. It was unknown what medical intervention was reported for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer sustained a spinal cord injury on (B)(6)2010, resulting in quadriplegia and necessitating the use of a urinary catheter. Initially they were intermittent cathing, then transitioned to a foley catheter, and subsequently to a suprapubic catheter. Currently customer used a 14fr catheter along with a leg bag and nighttime bag. Initially they were using a plastic type of catheter which led to chronic urinary tract infections (uti) every month and increased chronic pain. The rigidity of the catheter caused autonomic dysreflexia, reaching near stroke levels. It was unclear if the original product mentioned were bard/bd catheters. It was unknown what medical intervention was reported for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. No potential root cause could be concluded due to insufficient information. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.